Manufacturer narrative:
No z3848 product samples, videos, or photographs were returned for investigation. The DHR was not reviewed, and no lot number information was provided. A probable cause cannot be identified based on the information that has been provided. The device history review (DHR) was not reviewed, and no lot number information was provided.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
The complaint/event involved a 7" (18 cm) appx 0.43 ml, pressure infusion (400psig) ext set w/remv clave¿, purple clamp, luer lock. The clave connection reportedly disengaged from the bifuse location to that patient's IV (intravenous) line connector due to a crack on the luer lock ring. The bifuse needed to be replaced and the patient was briefly without ivfs (intravenous fluids). There was no report of human harm associated with this event/complaint.